Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the impedance measurement on this right atrial pacing lead had increased significantly since the implant procedure. All other lead diagnostics were noted to be within normal limits. No adverse patient effects have been reported.